Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8120 error 356.6700. Technical support-- 1.reseat all sensor harnesses. 2 perform binary sensor task to check for faulty sensor and replace. 3. Check error log. Explained the problematic fault associated with an illegal state of communication with the sensors. Customer states, they performed testing of preventive maintenance to device. They did not receive any errors during tasks. Customer operated device for period, with no problems found. I informed customer to monitor device, to identify if problem should re-occur. Customer to repair/replace the logic board if problem persists. Informed customer to call back if further assistance is needed. End call. A review of the device history record for sn (B)(6) was performed from 01/21/2015 to 11/13/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. No product returned.

Event description:
The customer reported device 8120 (s/n (B)(6)), with error code 356.6700. There was no patient involvement reported.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 21jan2015 to 13nov2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported device 8120 (s/n (B)(4)), with error code 356.6700. There was no patient involvement reported.